Event description:
The patient reported that the adhesive on his insulin infusion set is not properly adhering. He stated the headset came off after about 1.5 days of use. He said he did not notice it right away and his blood glucose elevated to 400 mg/dl. He stated he changed his infusion headset and gave himself a bolus of insulin and his blood glucose is currently within his normal range. He said he discarded the infusion set at issue. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.